Event description:
It was reported that this left ventricular (lv) lead exhibited low out-of-range (oor) pacing impedances, measuring less than 200 ohms. In addition, the thresholds increased from 1.8v to 2.9v. It was noted, that there was no sensing on vectors 1 and 2. It was determined that when the vector guide was running oversensing occurred. An electrocardiogram (EKG) was performed, and the everything appeared appropriate. Also, a chest x-ray was performed, which verified the lead position. Boston scientific technical services (ts) discussed it may be a mircodislogment or it could be anesthesia/drug related changes. The physician will continue to monitor the patient/system. This lv lead remains in service. No adverse patient effects were reported.